Event description:
It was reported that during the use of the product, the customer noticed the inflation line got detached from the pilot balloon at the bonding part. So he stopped using the product and changed it. No patient injury. No more information known.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation by the supplier. Visual and functional testing were performed by the supplier. Product met the suppliers specifications the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken no problem was found.